Event description:
The customer alleged that she performed a control test and received a result of 49 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The customer had to end the call, so further troubleshooting was not possible. No product will be returned at this time.